Event description:
It was reported that the user experienced dizziness, lost consciousness, and required rescue glucagon (baqsimi) during ilet use, with an alert value of 58 noted. Symptoms included hypoglycemia with loss of consciousness. Outcomes included the need for acute intervention with glucagon; no hospitalization was reported. Investigation included a review of available case records; no device data or facility records were provided. Investigation of this case revealed insufficient information to identify a device malfunction or use-related error, and no device component issue was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.